Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the ethernet bulkhead connector was damaged. Representative replaced ethernet bulkhead to resolve the issue. The system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that the navigation system and the imaging system were not communicating for a dbs procedure. No information was provided on patient outcome and delay to procedure.

Manufacturer narrative:
Additional information: patient demographics provided. Medtronic received information that the site burned the image acquisitions to a cd and loaded them onto the navigation system to continue with the procedure. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.